Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: (location of device: fallopian tubes)") and pelvic pain ("severe pelvic pain daily/ pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for birth control: mirena from 2008 to (B)(6) 2013 and yaz in 2008. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal bleeding (menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), abdominal pain lower ("severe. Abdominal cramping/lower abdominal pain daily"), back pain ("severe back pain daily"), burning sensation ("even when not menstruating; burning sensation in her thighs"), headache ("headaches"), migraine ("a worsening of her migraine headaches"), fungal infection ("yeast infections"), uterine pain ("uterine pain daily") and pain in extremity ("leg pain daily"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fatigue, urinary tract infection, nausea, uterine pain and pain in extremity outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, burning sensation, headache, migraine, dyspareunia, fungal infection and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, back pain, burning sensation, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, patient had surgery during which her uterus, cervix, and both fallopian tubes were all removed. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient historical drug added, event added as : device dislocation, urinary tract infection, vaginal haemorrhage, fatigue, nausea, uterine pain, pain in extremity, device monitoring procedure not performed and reporter information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the essure coil was broken'), pelvic pain ('severe pelvic pain daily/ pain/ side pain') and device dislocation ('migration of essure device: (location of device: fallopian tubes)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for birth control: mirena from 2008 to (B)(6) 2013 and yaz in 2008. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal bleeding (menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), abdominal pain lower ("severe.abdominal cramping/lower abdominal pain daily"), back pain ("severe back pain daily"), burning sensation ("even when not menstruating; burning sensation in her thighs"), headache ("headaches"), migraine ("a worsening of her migraine headaches"), fungal infection ("yeast infections"), uterine pain ("uterine pain daily") and pain in extremity ("leg pain daily"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes) ). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fatigue, urinary tract infection and nausea outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, burning sensation, headache, migraine, dyspareunia, fungal infection, vaginal haemorrhage and uterine pain had resolved and the pain in extremity was resolving. The reporter considered abdominal pain lower, back pain, burning sensation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, patient had surgery during which her uterus, cervix, and both fallopian tubes were all removed. 93 gram uterus, normal tubes, ovaries, bladder flap, appendix, cecum, small bowel, colon, gallbladder, diaphragms, liver, and stomach. Cystoscopy showed intact bladder with bilateral ureteral efflux of sodium fluorescein stained urine. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dysmenorrhea,menorrhagia,dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the essure coil was broken'), pelvic pain ('severe pelvic pain daily/ pain/ side pain') and device dislocation ('migration of essure device: (location of device: fallopian tubes)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for birth control: mirena from 2008 to (B)(6) 2013 and yaz in 2008. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal bleeding (menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), nausea ("nausea") and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), abdominal pain lower ("severe.abdominal cramping/lower abdominal pain daily"), back pain ("severe back pain daily"), burning sensation ("even when not menstruating; burning sensation in her thighs"), headache ("headaches"), migraine ("a worsening of her migraine headaches"), fungal infection ("yeast infections"), uterine pain ("uterine pain daily") and pain in extremity ("leg pain daily"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes) and underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fatigue, urinary tract infection, nausea and device dislocation outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, burning sensation, headache, migraine, dyspareunia, fungal infection, vaginal haemorrhage and uterine pain had resolved and the pain in extremity was resolving. The reporter considered abdominal pain lower, back pain, burning sensation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, patient had surgery during which her uterus, cervix, and both fallopian tubes were all removed. 93 gram uterus, normal tubes, ovaries, bladder flap, appendix, cecum, small bowel, colon, gallbladder, diaphragms, liver, and stomach. Cystoscopy showed intact bladder with bilateral ureteral efflux of sodium fluorescein stained urine. Concerning the injuries reported in this case, the following one were reported via medical record confirming events dysmenorrhea,menorrhagia,dyspareunia, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event one of the essure coil was broken were added. Outcome of uterine pain updated to recovered / resolved. Outcome of leg pain updated to recovering / resolving. Incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.